Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on: 1/23/2020. Device evaluation: visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. The product is inspected by a qualified inspector using a microscope with a 12x magnification. No anomalies were identified. The reported discoloration was not identified by the qualified inspector. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date unknown/not provided. A partial date month and year was provided as january 2017. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to visual complaints. When the lens was explanted it was noted that the lens was discolored. The new lens resolved the patient's visual complaints. Further information was provided and reported the patient experienced halos and decreased vision, and a vitrectomy was required. No additional information was provided.